Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) went into ventricular tachycardia (vt). The device delivered anti-tachycardia pacing (atp) which accelerated the rhythm, and shocks were delivered to convert the arrhythmia. The patient reported experiencing pain. No adverse patient effects were reported. The device remains in service.